Event description:
A caller reported a malfunction on their pump. There was no reported adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support to reset the pump using the provided information, and the malfunction did not recur after the reset. The customer was instructed to call back if the issue happened again and acknowledged the instructions.